Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: f/g, promus element,mr,ous 2.50x16 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The distal end of the stent had been stretched distally. The undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-oct-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 2.50x16 mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No serious patient injuries were reported and the patient's status was stable. However, returned device analysis revealed stent damage.